Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and an elevated blood glucose (bg) level of over 500 mg/dl. Customer was treated with intravenous insulin and released from the hospital 3 days later, with no permanent damage. The customer's health care provider (hcp) determined that elevated bg levels were due to puberty and made adjustments to the basal and bolus settings on the pump. In addition, on (B)(6) 2016, the customer experienced elevated bg levels of 300-400's (mg/dl) with trace ketones due to continuing hormonal changes. Customer delivered boluses via the insulin pump and manual injections to address bg levels, and is in communication with their hcp regarding diabetes management.